Event description:
Report received from (B)(6) stating that service was required for the device. During service it was noted that the neuro-tip of the device was damaged. The device was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of neuro-tip damage was confirmed. During the pre-repair assessment it was noted the tip was damaged. If add'l info becomes available, a supplemental report will be submitted. (B)(4).